Event description:
Pt's caregiver stated that pump was alarming on and off getting a message "err" and "no food" and despite troubleshooting, changing the bag, prime tubing and clean it does not finish the feeding. Pt on intermittent feeds and slowly made up for lost feeds during the day. Pump replaced. Diagnosis or reason for use: vomiting, reflux.